Event description:
It was reported that the called states the device has had a power on reset (por). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was not returned but the diagnostic information is consistent with the reported event.